Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call audio/beep anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the volume on the insulin pump would not change. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The audio volume adjusted properly. No audio/vibrate anomaly was noted. Pump error 63 alarm confirmed in the pump history and during self test due to broken trace on the keypad assembly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and missing serial number label.